Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty isolation circuit card. The device was evaluated and the reported issue was confirmed due to a failed circuit on the isolation circuit card. Replaced isolation circuit card. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device they just got back from service and it was booting up to a red screen stating the system failed to start, they disconnect the communication connector and reseat the circuit boards and the issue was still occurring . Biomed sent a picture because there was two zip ties on the harness, one was lose just hanging around the harness and the other was holding the two tabs together.